Manufacturer narrative:
Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of the ventricular assist device (vad) being off and low voltage, no external power, and backup battery fault alarms was confirmed via log file analysis. An event log file was submitted for evaluation and data from the reported event date of 01sep2024 was reviewed. Starting on (B)(6) 2024 at 15:58:53, low power advisory alarms activated due to routine battery depletion. At 18:36:36, the alarms transitioned into low power hazard alarms and at 19:03:48 the alarms turned into no external power alarms due to the external batteries becoming completely depleted. The backup battery supplied power to the system due to the loss of external power. The pump stopped at 20:59:34 due to the backup battery power being depleted. During the no external power event from 20:05:41 ¿ 21:00:16 and at 20:00:21, backup battery fault alarms activated due to emergency backup battery (ebb) circuit faults. The alarms did not resolve before the controller lost total power and shutdown at 21:00:21. The controller clock was reset to the default timestamp of (B)(6) 2000 at 0:00:00, once the system was reconnected to alternating current (ac) power. The driveline was not connected throughout the rest of the log file. The heartmate 3 system controller serial number(B)(6) was not returned for analysis. Information provided by the account stated that the patient was last seen well on sunday afternoon and was found down in front of the couch on monday. The root cause for the pump stoppage was determined to be full battery depletion; however, the root cause for the battery depletion and backup battery fault alarms was unable to be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarms. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including backup battery fault, clock not set, low voltage, no external power, and pump off alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) and heartmate 3 patient handbook (rev. D) section 3, entitled ¿powering the system¿, explain the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. In addition, it states do not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms. Heartmate 3 instructions for use (rev. C) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. Heartmate 3 instructions for use (rev. C) section 4, entitled "system monitor", explains how to set the system controller clock using the system monitor. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was last seen well and when family returned, they were found down in front of their couch with no ventricular assist device (vad) alarms noted and the vad was off. Log files were submitted for review and captured low voltage advisory events at 1558 and 1622 on 01sep2024 while using battery power. These transitioned to low voltage hazard events from 1836 through 1858, followed by no external power events once the batteries were depleted. Some backup battery (ebb) faults were also noted however the vad was still running at the low-speed limit of 5200 revolutions per minute (rpm) during these events. The ebb was enabled in the system controller for almost 2 hours until the ebb was also depleted, and the vad was off. The last events in the log files showed the system controller was connected to the power module resulting in controller clock corrupt events. The patient passed away.